Event description:
It was reported that the user was unable to lock the cartridge during a supply change, and the connector needle was found bent, which in attempting attachment also bent the cartridge cap; the user replaced the cartridge and connector and successfully attached the new cartridge, with blood glucose not affected. Investigation of this case revealed a bent connector needle and damaged cartridge cap consistent with a component handling or insertion difficulty associated with the connector and cartridge assembly. No adverse clinical effects reported during the event. Outcomes included no medical intervention, no hospitalization, and normal device use after replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the connector leading to mechanical deformation of disposable components, resolved by replacement.